Event description:
It was reported that a clearlink system secondary medication set experienced a no flow condition. Primary infusion of an unknown solution, with an unknown primary set, occurred, leaving approximately 200 ml in the primary bag. Secondary infusion of an antibiotic was then initiated with the secondary set. The infusion was administered using a sigma spectrum infusion pump. It was noted that all clamps were in the open position and the primary bag was ¿dropped using the hanger properly¿. After infusion was started, the nurse confirmed that drops were observed in the drip chamber before leaving. One hour later it was found that the primary bag had almost completely infused, while the secondary bag was noted to have infused very little. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.